Event description:
Initially, lumenis received a non-safety complaint in which customer reported handpiece overheating. Later, during testing of the device, engineer wrote on burning patients and then, this case was switched to a safety one on a patient who sustained injury following treatment by spx device.

Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts by emails and phone calls have been made to obtain, patient treatment settings, patient information, patient photo. The device spx ga-5000000: (B)(4) was installed in the facility on 10/23/2019 and the most recent pm was done on 4/22/2022. Since then, no pm was done on this device by lumenis. We strongly recommend performing early pm and timely service to keep the device in proper working condition. Initiative and payment for that lies on customer's responsibility. Service engineer tested the device and advised" replaced fiber. Customer needs to replace tips as well. Pics attached off tips. 20x20 , 24x24 & 27x27 tip bad customer needs to replace. The internal lens on each tip is bad and is overheating the handpiece as well as dropping off and burning patients. Dominic informed. Performed all steps on service checklist. Instrument operating within lumenis specifications. All other tips are working good for now. Pic off customer tips attached to this work order." All the information related to this ae including photos was sent to the legal manufacturer of the device and they advised: "this is a misuse by the customer. On the user manual is clearly written: maintenance by an operator: the following operations should carry out after completing a treatment. Spot size protective windows cleaning or replacement. The manifold cryo output cleaning and sanitation. Smoke evacuator filter cleaning or replacement: before conducting any maintenance or cleaning operation of the device, you must first turn the key to off. Spot size: in order to have consistently good results, the protective window of the tips must be cleaned - or in some cases replaced - before each treatment. To remove the protective window: unscrew the brass ring from the main part of the tip. Place the main part of the tip horizontally on a flat surface to prevent dust particles. Remove the protective window from the brass ring and clean it with isopropyl alcohol. Return it to its place on the brass ring and back on to the main part of the tip. Following repeated treatments, the protective window can become damaged with dark spots and / or scratches. It is then necessary to replace it. The cleaning procedure must be performed while wearing gloves and in an clean area. Do not spray, soak or pour any type of fluid or cleaning agent directly on the protective window as it could cause damage to the equipment. Occasionally, clean the external part of the tip with an alcohol pad, keeping the protective window mounted on it to prevent fluid or particles from entering". According to the provided information a possible cause of the ae can be poor condition of the device or its component due to inappropriate handling by the customer and not according to um. Clinical evaluation wasn't performed, because the customer did not send neither incident form nor photos to lumenis. Since no essential information was received within period which is determined for reportability, lumenis is reporting this event in an 'abundance of caution'. Should additional significant information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.